Manufacturer narrative:
(B)(4). Batch # r5a09g. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received partially fired 1/10. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number/lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the surgeon inserted the device into the trocar and once in the patient the device would not open. Device was removed, and it was again attempted to open the device, but it was unable to be opened. Surgeon stated that reverse was attempted by his partner. Another like device was used to complete the procedure. There were no adverse consequences for the patient.